Event description:
The customer reported that during an esophagectomy/gastric tube procedure, a piece of the active waveguide disengaged and fell into the pt cavity. The piece was retrieved and there was on pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.